Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 535 mg/dl at the time of incident. The customer stated that she was waiting for the insulin pump to be resolved to treat the high blood glucose. The customer stated that she found a bent cannula after checking the set. The set will be replaced. The insulin pump will not be returned for analysis.